Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 28, 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately "2 or 3 weeks ago at night", although no results were provided for this time. She reported that on an unknown date and time, she obtained alleged inaccurately erratic blood glucose results of "151, 141 and 133 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls within lfs' criteria for precision. The patient manages her diabetes with insulin (self-adjuster). It is not clear whether she made any changes to her diabetes management after obtaining the alleged inaccurate result. She claimed that "within 3-4 hours" of obtaining the results, she developed symptoms of "sweating", and she "could hardly walk". She claimed that at 4am on (B)(6) 2015, she administered "apple juice and additional carbohydrates". She denied receiving any further treatment and no medical intervention was specified. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.